Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.

Event description:
The manufacturer received info from a third party service center alleging a ventilator inoperative condition occurred. The device was not in pt use.